Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set cannula. Customer changed the infusion set to address the issue. Customer's blood glucose level ranged from 108-181 mg/dl.